Event description:
It was reported that there was a fill estimate issue that occurred. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.